Event description:
The patient was implanted with a vented electric left ventricular assist device (lvad). It was reported by the vad coordinator that the patient experienced a decrease in pump rate to 40 bpm and received a rate controller fault alarm when attached to the power base unit (pbu), but when supported by batteries, the pump rate was in the 70's bpm. The patient was placed on pneumatic support using an ip console and stroke volume limiter (svl). While on pneumatic support, water was noted in the svl indicating possible fluid ingress in the pump. This water eventually dried out and the patient was taken off of pneumatic support and was again placed on electric actuation.

Manufacturer narrative:
The patient remains stable on lvad support. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.